Event description:
It was reported that the right atrial (ra) lead had dislodged sometime after a system upgrade. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 694758 lead, implanted: (B)(6) 2014. (B)(4).